Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code. The event was reported to have occurred during biomed testing. There was an interruption during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. During the product evaluation, it was discovered in the event history that the event occurred once during infusion on (B)(4) 2010.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty pumphead module. The device will not be repaired since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.